Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the a21 error test. No a21 alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report an after battery change alarm. The customer had not worn the device for 2 days. The customer's blood glucose level was 167 mg/dl. The customer tried changing the battery several times but the alarm still occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.